Event description:
The customer reported to olympus that during a gastroscopy procedure, a e207 (emergency lamp error) displayed on the evis exera iii xenon light source and the spare lamp indicator was on. The procedure was cancelled and rescheduled. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint (error e207 and spare light indicator on) was confirmed. Additionally, the repair center found: - high function is not working as intended. - dust inside the equipment - tracks of flat cable rusted. - white light interferometry lens foggy. - tubes between scope socket and pump unit dirty. - front panel cracked. -xenon lamp has been used over 500 hours. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error e207 and spare light indicator turning on was due to a faulty spare lamp. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿[important information ¿ please read before use] ·do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. ·avoid using the light source in a dusty environment. This may damage the light source. [3.1 precautions for installation and connection] use the light source only under the conditions described in, ¿transportation, storage, and operating environments¿ on page 109 and, ¿specifications¿ on page 109 in the appendix. Improper performance compromised safety and/or equipment damage may result. [7.2 storage] store the equipment at room temperature in the horizontal position in a clean, dry, and stable location.¿ olympus will continue to monitor field performance for this device.